Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6).

Event description:
It was reported that during a tka, the reamer blade could not be inserted into the guide. There was no health impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, d10, g4, g7, h2, h3, h6. Visual evaluation of the returned reamer blade found surface scratches and passed the functional and dimensional tests. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. No failure was detected with the function of the instrument. However, it is unknown why the instrument failed to mate with the shaft during the procedure. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.